Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Date of implant: (B)(6) 2003 or (B)(6) 2003. Conflicting information was received regarding implant date. The attorney alleged the implant date was (B)(6) 2003; the patient reported via voluntary medwatch report that the implant date was (B)(6) 2003. Neither the patient's medical records nor information from healthcare professional have been provided. Without additional information we are not able to determine / confirm the correct implant date at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "severe pain and physical limitations."